Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is company representative. Device history: part: 315.250s, lot: 3l36994, manufacturing site: selzach, supplier: (B)(6), release to warehouse date: 04. Nov. 2019, expiry date: 01. Oct. 2029. Device was first manufactured unsterile under the lot 5l87407 in bettlach and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 315.250 with lot 5l87407 were reviewed: a manufacturing record evaluation was performed for the unsterile device lot number 5l87407, and no non-conformance's were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported three (3) sterile drill bits had difficultly drilling into bone intraoperatively. One case there were 3 drill bits opened as the first two weren¿t drilling properly. A second instance occurred in a case where one (1) drill bit wasn¿t working properly. No patients were able to be identified. The cases were completed successfully using back-up drill bits. This is report 2 of 3 for (B)(4).